Manufacturer narrative:
(B)(4). No product was returned to assist in the investigation. Per quality control specification, it is confirmed the lumens are open with no lumen communication and that extensions are properly aligned. It is also confirmed overall catheter surface is clean and free of damage or excessive imperfections. The product is shipped with the IFU which includes catheter maintenance instructions and warnings related to impeded lumen flow and the usage of power injectors. As no product was returned and based on the info provided, it is not possible to determine the root cause with certainty, however, it is possible the device was exposed to pressures beyond its design. A preventive action has been previously issued in an effort to alleviate/reduce the occurrence of this failure mode. We have notified the appropriate personnel and we will continue to monitor for similar complaints.

Event description:
After trouble free implantation of cvc on (B)(6) 2012 a hematoma appeared in (B)(6) 2012 at the area of the entrance of the cvc after dose of cytarabine. A contrast medium dose on (B)(6) 2012 showed a hole in the area of the hypodermic-recumbent catheter portion. On (B)(6) 2012 the explantation occurred. Info received (B)(6) 2012. Following unproblematic implant of a cvc on (B)(6) 2012, a hematoma occurred on (B)(6) 2012 in the a hematoma occurred on (B)(6) 2012 in the area of the cvc's entry site following administration of cytarabine. Administration of contrast medium on (B)(6) 2012 showed a hole in the subcutaneous area of the catheter. On (B)(6) 2012, the implant was removed. Pt outcome was not provided by the reporter.